Event description:
Information was received from a patient regarding external devices. It was reported that her communicator and handset were not working. The patient stated that she has tried 6-7 times, and this has been happening occasionally over the last month or so but today they could not get it to go through. The agent walked patient through clearing patient data and trying to connect to the pump. The patient was able to successfully connect and get a bolus during the call and agent advised working as intended. She continued seeing no pump found and at times and did not connect to the communicator. The agent transferred the patient to mobility for additional assistance on connecting the two pieces. The healthcare information technology (hcit) assisted with a communicator pairing issue, but they transferred the patient back due to the patient seeing 'no pump found.' The agent assisted the patient in connecting and they patient briefly saw 'no pump response' twice when connecting but was able to connect well without issue and saw an expected lockout. The patient mentioned communicator connects best for them when they 'hover it' over the pump. The patient stated they have had the equipment 2 years, and it has never done any of this. The patient confirmed the communicator has not been wet/dropped. The patient agreed to monitor and will call back for assistance as needed. Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via a n implantable pump. It was reported that the patient stated that their communicator was not pairing to the handset. It was unknown if external factors were involved. They forced stopped the communication manager, turned airplane mode on/off twice, turned location off/on, closed all open apps, and hard rebooted the handset, but they still got a "no pump found" message. They were transferred to patient services. It was unknown if the issue was resolved. Additional information was received from the patient who reported that cause of getting ¿no pump found¿ was not determined. Per the patient, it was still taking several retries to get it to work and they were not happy.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.